Event description:
It was reported that the pt visited the clinic as he was no longer able to hear with his device. He was hearing well before. No accident or head trauma were reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.